Event description:
Pt in for an elective heart cath procedure. During a left ventriculogram a liebel power injector was used. The person setting up the injector pushed the air forward to clear the tubing at the same time the physician attached to the catheter. Subsequently air was introduced into the catheter and injected into the pt.